Event description:
A surgeon reported a patient with a dislocated intraocular lens (iol) following iol implant surgery. The surgeon reported the patient had a retinal detachment with scleral buckle two months following iol implant surgery. Subsequently, the iol was noted to be dislocated. The surgeon is unable to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 09/21/2009, 09/22/2009, 10/12/2009, and 10/13/2009 by phone, fax, and mail. The surgeon is unable to complete the questionnaire. (B) (4). (B) (4). (B) (4).